Manufacturer narrative:
(B)(4). The covidien service engineer inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit boards (pcbs). The ventilator passed short self-tests and performance verification tests.

Event description:
Covidien received information of 840 ventilator with a blurry lower screen. The malfunction did not occur during patient use.